Event description:
It was reported that the pt had experienced increased pain and wanted a dose increase. A pump volume discrepancy was found; the expected volume was 7 cc, but the actual volume was 22 cc. The hcp decided to turn off the pump for 2 hours after the refill. Then they turned it back on with an increase in dose. The pt experienced some relief. The hcp decided to explore for a possible catheter revision or pump replacement. During surgery in 2008, a catheter dye study was done with the catheter detached from the pump. Flow was present and 2 cc of fluid was evacuated from the catheter. One cc of pf dye was placed into the catheter flow was viewed under fluoroscopy with proximal and distal flow confirmed. At the point, the hcp declined a roller study and went with pump replacement. The pt was reported to be doing well. The pump was used to deliver morphine.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will sent when the analysis is complete.